Manufacturer narrative:
Qn#(B)(4). The reported complaint of erratic triggering was confirmed based on the customer supplied photos. The product was not returned for I nvestigation. The attached photo shows erratic triggering despite good ECG and ap waveforms. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the triggering issue. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that while in use on a patient, "erratic triggering with good signals, occurring on both ECG and ap- pump exchanged". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that while in use on a patient, "erratic triggering with good signals, occurring on both ECG and ap- pump exchanged". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).